Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part. Received - 1x x-smart cartridge (B)(4). 1x x-smart neck (B)(4). 1x x-smart head cap (B)(4). X-smart head cap. Bad maintenance (user). The file is hard to remove, this failure is probably caused by rust or other foreign matter in the head cap. X-smart cartridge. Various mechanical problem. I note that the cartrigde is blocked. X-smart neck. Various mechanical problem. Ball bearing of the neck is defective. It is not possible to be determined the root cause with certainty. The root cause is either a mechanical problem or a bad maintenance of user. Replaced 1 x x cartridge (B)(4), 1 x x neck (B)(4), and 1 x x head cap (B)(4). Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a x-smart contra angle won't hold files; no injury resulted.